Event description:
Post-laminectomy surgery, the pt was being turned from a prone position on the operating table to a supine position on the pt's bed. The bed was alongside the or table, and the lock applied. As the pt was being turned, the assistant standing at the side of the bed to catch the pt felt the bed slip out at the head end, and the pt fell between the bed and or table. The fall was slow as the assistant tried hard to hold the bed and the anesthesia person plus nurse tried to catch the pt as he slipped down.